Event description:
Patient received injury to right buttocks and required return to surgery for debridement and wound vac.

Manufacturer narrative:
Without lot number information we are unable to identify the manufacture date. A review of product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest device defect or malfunction. Megadyne is reporting this event based on the initial information that the patient required wound care. Based on initial information megadyne believes the lesion may be caused by pressure necrosis, shearing forces, and/or chemical/allergic reaction. The instructions for use instructs the user to use proper nursing routines during use. Megadyne has requested additional information and the return of the pad for further evaluation.